Event description:
At the conclusion of successful electrode recording and dbs placement, the surgeon noted that one electrode was approximately 2.75cm longer than the other eight used in the surgery. There were no patient or surgery impacts as a result of the excess length.

Manufacturer narrative:
The actual electrode used in the procedure was evaluated as well as another, correct length electrode from the surgery. Also, the surgeon sent along photographs of all electrodes used in the procedure. The surgeon indicated that the labeling for all electrodes used in this surgery was the same. The complaint of the user was confirmed and it was noted that the wrong-length electrode was also made of a different material. In addition, all in-stock product was evaluated as well. No other anomalous electrode lengths were found among the other 45 electrodes in the same lot. Based upon the investigation of the matter it was determined that this was a quality control issue. The wrong electrode type and length had been placed in the five-pack box used for this surgery. The manufacturing process requires routine qa/qc of product prior to shipment. This error should have been caught at that time. Fhc has received no other complaints like this on any electrode type. Electrodes were measured by hand to confirm length specified. Product indicated on label was not product contained in package. Package contained a different type of electrode than what it was labeled as.